Manufacturer narrative:
Additional information received on 27july2021 stated that patient was prepped for a hepatic resection procedure. There was a delay in surgery for 5 minutes as they had to switch out nosecone. No adverse consequence or patient injury was reported.

Manufacturer narrative:
Cusa excel 23khz cem nosecone (c6623) was not returned for evaluation after three good faith attempts (gfe) were made; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The issue reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the blue button on the handpiece was firing by itself. The patient experienced blood loss; however, there was no significant delay in surgery. No further information was made available.